Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the pt was six months old and required parenteral nutrition and antibiotics. The peripherally inserted central catheter (PICC) was inserted in the radiology department and trimmed to the appropriate length. The insertion site was the left internal jugular. The line had been in for a few days when there was a leaking of infusion solution noted at the insertion site. On assessment, the lumens were flushed and there was leakage of the flush solution from the insertion site. The PICC was removed and another inserted under general anesthesia due to the pt's age.